Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2023-02908. It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the atrial and right ventricular leads exhibited loss of capture and low pacing impedance. No intervention was performed due to occluded vein access. The patient condition was stable.